Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 years post hysterectomy , I have 4 weeks post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced complication associated with device ("event with complication"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), back pain ("excruciating back pain back pain."), feeling abnormal ("my memory fog gone"), depression ("depression"), fatigue ("fatigue") and pelvic pain ("pelvic pain female") and was found to have weight increased ("gained 40 pounds"). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the medical device removal, complication associated with device, arthralgia, hypoaesthesia, back pain, weight increased, depression, fatigue and pelvic pain outcome was unknown and the feeling abnormal had resolved. The reporter considered arthralgia, back pain, complication associated with device, depression, fatigue, feeling abnormal, hypoaesthesia, medical device removal, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: 3 years post hysterectomy, I have 4 weeks post hysterectomy, still having health issues, event with complication, joint pain, numbness, excruciating back pain back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: weight gain, depression, fatigue were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 years post hysterectomy , I have 4 weeks post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced complication associated with device ("event with complication"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), back pain ("excruciating back pain back pain."), feeling abnormal ("my memory fog gone"), depression ("depression"), fatigue ("fatigue") and pelvic pain ("pelvic pain female") and was found to have weight increased ("gained 40 pounds"). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the medical device removal, complication associated with device, arthralgia, hypoaesthesia, back pain, weight increased, depression, fatigue and pelvic pain outcome was unknown and the feeling abnormal had resolved. The reporter considered arthralgia, back pain, complication associated with device, depression, fatigue, feeling abnormal, hypoaesthesia, medical device removal, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: 3 years post hysterectomy, I have 4 weeks post hysterectomy, still having health issues, event with complication, joint pain, numbness, excruciating back pain back pain. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: nullification: this case will be deleted from bayer safety database because this case record # (B)(4) was found to be duplicate of case record # (B)(4) to which all information was transferred. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 years post hysterectomy , I have 4 weeks post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced general physical health deterioration ("still having health issues"), complication associated with device ("event with complication"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), back pain ("excruciating back pain back pain.") And feeling abnormal ("my memory fog gone"). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the medical device removal, general physical health deterioration, complication associated with device, arthralgia, hypoaesthesia and back pain outcome was unknown and the feeling abnormal had resolved. The reporter considered arthralgia, back pain, complication associated with device, feeling abnormal, general physical health deterioration, hypoaesthesia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: 3 years post hysterectomy, I have 4 weeks post hysterectomy, still having health issues, event with complication, joint pain, numbness, excruciating back pain back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('3 years post hysterectomy , I have 4 weeks post hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced general physical health deterioration ("still having health issues"), complication associated with device ("event with complication"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), back pain ("excruciating back pain back pain.") And feeling abnormal ("my memory fog gone"). The patient was treated with surgery (removal of the device). Essure was removed. At the time of the report, the medical device removal, general physical health deterioration, complication associated with device, arthralgia, hypoaesthesia and back pain outcome was unknown and the feeling abnormal had resolved. The reporter considered arthralgia, back pain, complication associated with device, feeling abnormal, general physical health deterioration, hypoaesthesia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: 3 years post hysterectomy, I have 4 weeks post hysterectomy, still having health issues, event with complication, joint pain, numbness, excruciating back pain back pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.